Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, a device history record was reviewed for the suspected contour next one meter and no manufacturing anomalies were found. Section h4 has been updated with the correct device manufacture date.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided.

Event description:
The customer reported that his blood glucose readings were not being stored in the memory of the contour next one meter. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.